Manufacturer narrative:
This report is being filed.

Event description:
Journal reference: diedrich, md. Et al. "Efficient internal pallidal stimulation in gilles de la tourette syndrome: a case report." Movement disorder society. 2005; vol. 20 no.11: 1496-1499. The article lists information suggesting male patient with gts and being treated with deep brain stimulation (dbs) experienced a non-mass occupying hemotoma at the tip of the dbs lead (right side). The hematoma was observed by MRI post-operatively. In addition, the patient developed alternating pronation and supination movements of the left extremities. This side effect was permanent but well tolerated and was reduced with the stimulator off.